Event description:
It was reported when using the bd vacutainer® push button blood collection set there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "a nurse drew blood for an aids patient. After the first tube of blood was collected, when the end of the blood collection needle was pulled out and the blood collection tube was replaced, blood dripped out from the end of the blood collection needle, posing a risk of aids blood infection."

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. 5 retained push button wing sets from indicated lot number were taken at random and used to draw a tube with water. All tubes filled as expected. No splash water observed. Bd was unable to confirm customers indicated failure mode based on the retained samples test results. No root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.